Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. There was no damage to the area where the foreign material was detected. A definitive root cause cannot be determined. As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented. The instruction manual operation manual, ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual, ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, colonovideoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that due to clogging of nozzle, water removal ability did not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.